Event description:
During an in-clinic follow-up, an episode of slow ventricular tachycardia (vt) was alleged to be treated inappropriately with high-voltage shock observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.